Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The break in aseptic technique was further described as the patient not cleaning area before starting pd therapy. The patient was not hospitalized for the event. On an unreported date, the patient treated with inj vancomycin (dose: 2gm stat and repeat on 7 days) and menem (500mg ip in each bag daily for 21 days). On an unreported date, the patient's fluid was clear. The patient was recovering from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.